Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/09/2023. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire was observed to be detached from the tip of the jaw and bent in half. The clear silicone insulation of the jaws was observed to be intact with no visual defects. An investigation was conducted on 11/09/2023. Signs of clinical use and evidence of blood were observed on the device. The heater wire was observed to be detached from the tip of the jaw, flexed away from the jaw, and bent in half. The clear silicone insulation of the jaws was observed to be intact with no visual defects. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000332379 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 coil was loose in the jaw of the dissector. New device. No delay. No injury.